Event description:
It was reported to philips that the image storage space was insufficient. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the image storage space was insufficient and fluoroscopy images cannot be stored. The philips engineer recommended onsite service due to the invalid psr, but the customer did not accept the service quote, resulting in no service being provided by philips. The codes were updated based on the investigation outcome.